Event description:
According to the information received, the device embolized into the right pulmonary artery. The patient was sent to the or for the retrieval of the device and to close the pda. The defect was sized by echo and the measurements were 12 mm (pulmonary side) and 16 mm (aorta side). An attempt was made to try to retrieve the device percutaneously, but it was impossible. No additional information was received.

Manufacturer narrative:
Upon receipt of the amplatzer duct occluder, the device was returned in the original configuration, was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.